Event description:
It was reported that the patient experienced lack of effects with hypertonia. An x-ray (2007) was unable to visualize the catheter. A CT scan of the thorax, chest, and abdomen (three days later) looking for the catheter was also unable to find it, so it was thought the catheter was coiled. A catheter dye study was performed (11/30/2007), but the physician was unable to withdraw csf. X-ray (the following month) was done of the skull to see if the catheter had migrated up, then the supine and later abdomen where the catheter was found that the catheter had backed out of the spinal canal and was coiled behind the pump, the patient underwent catheter replacement. The patient outcome was reported as no injury. The patient's pump contained lioresal at 165.16 mcg/day.